Event description:
This lead was capped because of an insulation issue. The associated ICD was electively replaced at this time. Should additional information become available, this event will be updated.